Event description:
The initial reporter received questionable mg magnesium results for around 18 patient samples tested on the cobas 6000 c501 (ul) v. The reporter stated that they were having issues with the reagent probes the morning of the event. The field service engineer (fse) then performed adjustments but qc was not performed after the adjustments. The reporter stated that the morning qc was acceptable so they ran the patient samples and reported the initial results outside of the laboratory. The reporter stated that they then began receiving calls questioning the results which prompted reruns of the patient samples. The patient samples were rerun on their cobas c 702. The reporter was able to provide one example of a questionable result: the initial result from the analyzer was 4.2 mg/dl. The repeat result from the other analyzer was 2.0 mg/dl. The repeat result was deemed correct. The reagent lot number is 596601. The expiration date was requested but not provided.

Manufacturer narrative:
Upon troubleshooting, the customer noted that the field service engineer (fse) had moved the mg2 reagent from position 6 to position 7 when he performed troubleshooting. Position 6 was empty. Reagent registration was not performed after this. Patient samples were run following this visit and the instrument operated as though the reagent pack was in position 6 even though that position was now empty. The investigation is ongoing.

Manufacturer narrative:
The investigation determined that the issue was caused by an operator handling issue. The operator did not follow the correct procedure and removed a reagent pack from the analyzer manually without registering the removal in the software. Product labeling states "to unload a reagent cassette 1 put the module in standby. 2 select ac 501 module from the module box on reagent >setting. 3 select the position of the reagent cassette that is to be unloaded. 4 choose cassette unloading to open the cassette unloading window. 5 choose either unload (to send the cassette to the cassette loading port) or dump. 6 choose execute. 7 when the cassette disposal becomes full, remove and dispose of the cobas c packs from the cassette disposal according to local regulations."